Event description:
It was reported a patient death occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24 mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Right groin access was achieved and heparin administered. Transeptal puncture (tsp) was performed using the versacross connect. The left atrium (la) pressure was recorded, and more heparin was administered. A contrast injection was performed, and the watchman device size of 24 mm was chosen and prepped. The wds was advanced, and deployed in the la. The tug test was performed, and a contrast injection was completed. A pericardial effusion was then noted on transesophageal echocardiography (tee) around the left ventricle (lv). There was a perceived perforation of the distal laa noted. The procedure was aborted and pericardiocentesis was performed to treat the effusion. An unknown amount of fluid was drained, and the patient received a transfusion. The patient was then taken for additional surgical intervention. The patient was reported to have died. The cause of death was not provided.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037899527. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death, cardiac perforation and tamponade, pericardial effusion (additional device required, surgical intervention, hospitalization or prolonged hospitalization, blood transfusion). Risk review: a risk review was completed and confirmed that the events of death, cardiac perforation and tamponade, pericardial effusion were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a patient death occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 24 mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Right groin access was achieved and heparin administered. Transeptal puncture (tsp) was performed using the versacross connect. The left atrium (la) pressure was recorded, and more heparin was administered. A contrast injection was performed, and the watchman device size of 24 mm was chosen and prepped. The wds was advanced, and deployed in the la. The tug test was performed, and a contrast injection was completed. A pericardial effusion was then noted on transesophageal echocardiography (tee) around the left ventricle (lv). There was a perceived perforation of the distal laa noted. The procedure was aborted and pericardiocentesis was performed to treat the effusion. An unknown amount of fluid was drained, and the patient received a transfusion. The patient was then taken for additional surgical intervention. The patient was reported to have died. The cause of death was not provided.